Event description:
Customer reported a blank display and a loud pitched noise on her insulin pump. The customer also reported her insulin pump had an alarm. Customer's blood glucose was 126 mg/dl. She stated she had dropped her insulin pump prior to the issues occurring. The customer also reported cracks on her insulin pump. Troubleshooting could not clear the constant tone or alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had a frozen display due to a faulty connector on the radio frequency board. No blank display or audio anomaly was noted. The insulin pump passed the self test with no alarm. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot and a cracked case at the display window corners.